Event description:
It was reported the patient underwent a catheter revision due to a cerebrospinal fluid leak in the back incision. Following the revision, the patient¿s pump was started with dilaudid at 1mg/day and baclofen at 500mcg/day. The patient stayed in the hospital overnight and was found unresponsive and unarousable in his room. The patient experienced an altered mental status and overdose symptoms specifically a loss of consciousness. The patient was then transferred to the intensive care unit (ICU). The pump was turned down to minimum rate per the health care provider at which time patient was unconscious. The logs were read on the pump and no abnormal entries were found. As of the date of this report the patient status was reported as ¿alive ¿ with injury¿. It was later reported the reporter had not heard any information on the patient since they had seen him in the ICU when the pump was turned to minimum rate and did not know how the patient was doing currently. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).